Event description:
It was reported that the patient had a catheter inserted. The catheter remained in place for approximately 8 months. After the patient's treatment period ended, the catheter was removed at the PICC outpatient clinic. During the removal process, the catheter broke. An interventional procedure was performed to retrieve the catheter fragment left inside the patient¿s body. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.